Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right-side deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted. Additionally, healthcare professional reported particles in valve, and an accident (patient fell on chest).